Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that an a2114 mayfield infinity xr2 skull clamp shaft was broken again on (B)(6) 2018. It was reported that the event occurred inside the skull clamp. The device was in contact with patient, however there was no patient injury and no surgery delay. Additional information has been requested.

Manufacturer narrative:
The device history record for item a2114 in this complaint was reviewed and found no abnormalities relate to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. Since the device was not released for evaluation, the complaint could not be confirmed and the root cause to the end user's experience could not be identified.

Event description:
N/a.